Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they activated MRI mode prior to an MRI last wednesday. After the MRI, the patient deactivated MRI mode and turned therapy back on, but they felt like something changed with the therapy after MRI because they have been defecating on themselves since last wednesday. The patient mentioned that they've had multiple bowel accidents today, and they said it's like diarrhea. The patient tried calling their mdt rep (name was not provided), but they got the rep's voicemail which advised them to call patient services. The patient confirmed they did not leave a voice message for the rep. The patient connected to the ins during the call and confirmed therapy was turned on. The agent reviewed programming considerations, but the patient was hesitant to make any changes because they had never made an adjustment to their therapy settings before. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that the therapy never helped with bladder control. The patient also mentioned that they had a little bit of trouble with their bowels the last time they had an MRI (in april when they had brain surgery), but it resolved after a few days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.